Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? How long was the surgery prolonged? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any additional tissue damage as a result of searching for the needle piece? Patient¿s current status? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 472 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the needle was found broken after finishing sewing the common bile duct in the surgery of open exploration of common bile duct on (B)(6), 2021. About 0.1 cm of the needle tip was found missing. The needle tip was not found. The doctor felt that the needle was a little blunt during the process of sewing. Through consultation by the relevant party in the surgery, the abdomen was closed. The surgery was completed. CT was reexamined on (B)(6), 2021, and no abnormality was found. No adverse patient consequences were reported. Additional information was requested.